Event description:
The patient reported that the v-go fell off. The patient has been under the v-go therapy for 24 days and stated that the v-go fell off 4 times. The patient stated that 2 days ago the v-go fell off while taking a shower. The patient is using the v-go on her abdomen and arms and the v-go fell off after 5 hours while using it on her arms. The patient stated that these events are not related to excessive movements or exercises. The patient confirmed that she cleans the skin with alcohol wipes before placing the v-go.